Event description:
The customer reported that the system had a problem with the c-arm disconnecting during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The board filter, the power supply and the interconnect cable were replaced. The system was tested and found to be working as intended and put back into service.